Manufacturer narrative:
The date of the adverse event is unknown. Intera has contacted the author of the study in order to obtain more information regarding the reported malfunction. The author discussed that this complaint was reported to codman previously; however, intera was unable to find a complaint file that matched the malfunction referenced in the publication. Intera has informed the author of this and requested the information regarding the malfunction; however the author has been unable to provide. Thus, intera is unable to complete a full investigation as to the root cause of the apparent malfunction. If any further information on this malfunction is obtained, a supplemental report will be filed. Serial number and implant date were obtained from device tracking system based on the implant timeframe stated in the publication.

Event description:
The publication ''combined systemic and hepatic artery infusion pump chemo-therapy as a liver-directed therapy for colorectal liver metastasis-review of literature and case discussion," cancers (2021) volume 13 was published and made available online. It decribes a case study in which a hepatic artery infusion pump "malfunctioned."